Manufacturer narrative:
PMA 510(k): this product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -7.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Low vault, refractive change overtime, reading problems, blurred vision, and glare/halos was noticed. The lens was exchanged for a longer lens on (B)(6) 2017 and the problem was resolved.

Manufacturer narrative:
A lens work order search was performed. No similar complaint type events were found. (B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic bent and foreign material on lens surface (residue on lens). (B)(4)